Event description:
It was reported that the patient's right ventricular (rv) lead was found to have a high pacing impedance and a high capture threshold. The rv lead was capped on (B)(6)2025 and successfully replaced. The patient was stable.